Manufacturer narrative:
The manufacturer did not receive devices for review. Pictures of x-rays have been received for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a znn, cmn lag screw, 10.5 mm, 90 mm, including set screw on (B)(6) 2014. It was also reported that when the patient came back to the hospital for follow up visit of 3 month, a surgeon found out that the patient got cut out of lag screw on (B)(6) 2014. The patient underwent a revision surgery on (B)(6) 2014.

Manufacturer narrative:
Correction: adverse event and/or product problem. Additional: model #/lot #, if follow-up, what type? Update: date received by MFR, type of reports, evaluation codes, additional MFR narrative. No product was returned to zimmer biomet for in-depth analysis. Trend analysis: no trend identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that a znn nailing system was implanted on (B)(6) 2014. On a follow up visit the x-rays showed a cut out of the lag screw. The patient was revised on (B)(6) 2014. Review of received data - in total eight x-ray pictures were received. Two x-rays dated (B)(6) 2014, two (B)(6) 2014, two (B)(6) 2014 and two are dated (B)(6) 2014. The x-rays (B)(6) 2014 shows that the distal end of the lag screw are not placed on the cortical bone of the femur. The lag screw seems to be implanted too deep. Therefore it cannot be said if the set screw coming down from the nail is correctly placed on the lag screw grooves. On the x-rays dated (B)(6) 2014 it is clearly visible that the proximal part of the lag screw is not in the right location, rather migrated upwards. The ccd angle between the lag screw and the nail is observed to be much larger than the normal value range. X-rays (B)(6) 2014 shows a new implanted znn nailing system. On this x-ray the distal end of the lag screw are located on the cortical bone of the femur. The set screw seems to be placed correctly into the grooves of the lag screw. Root cause determination using rmw: - lag screw migration due to incorrect lag screw design results into cut out not possible - a systematic issue with design and/or material properties would have been detected as part of complaint trending. - failure of surgery due to use of the device not compliant with defined indications - possible, the x-rays shows that the lag screw position is suboptimal. It seems to be that the lag screw was overtighten. It is unknown if the set screw was correctly placed on the grooves of the lag screw. - failure of surgery due to wrong selection of components or use in combination with device outside the znn cmn system - possible, the x-rays shows that the lag screw position is suboptimal. It seems to be that the lag screw was overtighten. It is unknown if the set screw was correctly placed on the grooves of the lag screw. Conclusion summary: it was reported that there was a cut out of the lag screw. The x-rays shows that the lag screw position is suboptimal. It seems to be that the lag screw was overtighten. It is unknown if the set screw was correctly placed on the grooves of the lag screw. The surgical technique describes the following: a set screw (included in the lag screw package or packaged separately) must be used to prevent the lag screw from rotating post-operatively. The set screw should be tightened down into the groove in the lag screw. The lag screw inserter must be positioned so that the handle on the inserter is parallel or perpendicular to the colored dots on the targeting guide in order for the set screw and lag screw grooves to engage properly. To verify engagement, attempt to twist the lag screw inserter. If it cannot be rotated using a reasonable amount of force, the construct is in the correct position. If rotation is possible, adjust the position of the lag screw (rotate slightly) so that the set screw can enter the groove in the lag screw. To achieve sliding, tighten the set screw and then rotate the set screw inserter counterclockwise one quarter turn. Do not unscrew the set screw more than one quarter turn. Do not overtighten the lag screw. The distal edge must protrude laterally through the femur to ensure that sliding can occur. However, an exact root cause for the cut out could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).